Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that clinician office received an implant and during a procedure they discovered that there was no implant in the inner vial. Everything was in there except for the implant. They were able to complete the procedure with another implant. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63632554. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. For instance, upon review of the DHR, packaging images have been attached to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (63632554) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative